Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up the pulse generator was found in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.